Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was in diabetic ketoacidosis. Her blood glucose at the time of incident was 375 mg/dl, and her current blood glucose is 317 mg/dl. She did not report symptoms of high blood glucose. The customer treated via insulin pump therapy along with manual insulin injections whenever necessary. The customer was on insulin drip at one point. Troubleshooting was initiated for the insulin pump. The drive support cap appeared normal. There were no air bubbles in the tubing either. A prime was successfully performed with the current set as well. The device settings were already reviewed with the customer's endocrinologist. A high pressure test was declined due to lack of a tubing clamp. No products were returned or replaced.